Event description:
It was reported that during an un-specified procedure, the 2.5 x 15 mm promus stent delivery system (sds) could not cross the lesion. During removal, resistance was met. A non-abbott sds was used to complete the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device evaluation: it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed if there is any further relevant information obtained from that review.

Event description:
The target lesion was 99% stenosed.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.